Manufacturer narrative:
A ge oec service rep investigated the issue and found the physicist discrepancy was due to physicist measurement error. The system was measured using proper procedure and tested within the spec and regulations. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system was reportedly out of spec for emitted dose. The physicist described the system exceeding prescribed x-ray limits for exposure.